Event description:
It was reported that the ilet user experienced elevated blood glucose over an evening, which the user associated with drinking milk before bed and not announcing the intake due to a belief that only three meal announcements were allowed per day. The agent provided education that additional announcements are permitted and that users should announce when a food¿s carbohydrate amount matches a meal. An infusion occlusion was also reported as a potential contributing factor of the elevated blood glucose. Symptoms included hyperglycemia peaking at 340 mg/dl. Outcomes included return of glucose to range without escalation of care. Investigation included user interview and troubleshooting with education on proper meal announcement practices. Investigation of this case revealed user-related use error regarding missed meal announcement and a reported occlusion that could contribute to under-delivery, consistent with device infusion pathway issues. It was concluded, based on previously established findings for similar reports, that the cause was user error related to missed meal announcement with a contributing infusion occlusion. A separate report has been submitted for the occlusion under report number 3019004087-2026-39489.